Manufacturer narrative:
Hologic technical support (ts) and product applications specialist (pas) reviewed logs and found no instrument or assay performance issues. Ts saw no kinetics issues with the wl in question and reminded customer that results from different aliquots could not be directly compared. Pas advised customer to keep up with daily cleaning, uncap tubes per the proper workflow, and to change their gloves at appropriate intervals. No further issues reported. Hologic and FDA met on october 29, 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 ((B)(4)), aptima sars-cov-2 ((B)(4)), and aptima sars-cov-2/flu ((B)(4)). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from (B)(6) 2020 to present.

Event description:
Customer reported one sars-cov-2 tma run, (B)(4), using assay lot 306964 on panther instrument sn (B)(4) which had a spike in positive samples. Customer questioned the wl in question's validity which had 21 positives out of 50 samples. New aliquots of the positive samples were taken, and 10 resulted negative when retested on a panther. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. There was no indication of results beings reported to patients.